Event description:
The customer reported that the ventilator is alarming o2 cal, o2 error. No patient involvement.

Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and could not hear air escaping from the 40 psi regulator. Removed the old one and installed a new 40 psi regulator and attempted to recalibrate the ambient air and 100% o2 calibrations, but they failed. Replaced the o2 cell with a new o2 cell and tested the ventilator according to manufacturer specifications. Unit meets all factory specifications.